Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high threshold measurements. It was found the lead had dislodged. An invasive procedure was performed and the lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.